Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-2923bc pushlock eyelet broke off, came out oft the pilot hole, and up the suture, when the surgeon malleted down the pushlock to the bone. This was discovered during an anterior bankart repair procedure on (B)(6) 2021. Surgeon retrieved the eyelet with a grasper and completed procedure successfully using a new pushlock from lot 13907809.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.